Manufacturer narrative:
The sample has not been returned to the manufacturer. A complaint history review can not be completed since the lot number was not provided.

Event description:
It was reported that the patient had sheath plasty poor clearances. It appeared to have a hole in the catheter.